Event description:
Same case as: MDR ID 2134265-2014-03878. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advance for predilation of the lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely. Then the 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion however the balloon ruptured again at 10 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely and the procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. Visual and tactile inspection revealed blood in the inflation lumen and multiple hypotube kinks. The balloon and shaft were examined under magnification. There was a longitudinal tear 10mm long on the proximal end of the balloon and the balloon was damaged. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was buckled and stretched in two places; 5mm-8mm from the distal tip and 20mm -26mm from the distal tip. The distal tip was also damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID 2134265-2014-03878. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advance for predilation of the lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely. Then the 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion however the balloon ruptured again at 10 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely and the procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).